Event description:
Elderly patient. Or 30cc balloon pump placed in patient; balloon pump machine showed augmentation but surgeons/anesthesia reported no change in patient and balloon pump not working. Then the tubing started to back-fill with blood; the balloon pump was then remove and a hole was noted in the balloon at that time. When the balloon was removed the femoral artery was torn requiring a vascular surgeon to come in to repair the left femoral artery. Rep was notified at time of incident via phone conversation with (B)(6) rn. Follow-up: wire poked at insuflation then when withdrawing it the team didn't deflate sufficiently and therefore caused the tear in aorta. Patient post-primary repair of (l) common femoral artery and to ICU in stable condition. Procedure: for transferse laceration of the common femoral artery, repaired primarily. 1. Open exposure of left common femoral artery. 2. Removal of left common femoral balloon pump and sheath under direct visualization. 3. Primary repair of left common femoral artery. 4. Ultrasound guided access right common femoral artery. 5. Placement of 8fr sheath in right common femoral artery for balloon pump delivery.